Event description:
It was reported that the pump battery was depleting quickly. Low battery alerts occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.